Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in qsyte non-pvc leaked at luer connection. At 11:00 on (B)(6) 2024, when the patient is still at the static point, check that the contact between the screw mouth of the indwelling needle joint is not tight and the medicine is leaking. The patient was immediately replaced with a new indwelling needle without causing harm to the patient.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR bhr review 1 the batch number of the complained product is 3289244 , is 24g and product code is 383717, produced on 2023 11, with a total of (B)(4) pieces in this batch 2 inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality 3 check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products 2. No samples or pictures were returned, the defect status cannot be confirmed. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to there was no samples returned, the root cause of the complaint defect cannot be determined. This complaint is single case, and the factory will continue to pay attention to and monitor the trend of the defect complaint.